Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the s3ur valve would not advance through the 16fr esheath+ at the groin site per fluoroscopy. It is believed that either the loader cap was not hubbed against the esheath+ or that the loader was pulled back too early. Also, it was discovered that the s3ur valve got stuck in the esheath+ and perforated the back of the esheath+. The devices were removed as a unit and a new system prepped. A second s3ur was deployed successfully and without difficulty. Per report, there was no injury to the patient. According to pre-decontamination observations of the returned devices, the s3ur valve was crimped on the balloon with one bent strut at the inflow side.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions, h10, and h11 have been updated. Corrections to sections h6: component code, investigation findings and investigation conclusions. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: valve returned crimped on balloon, one bent strut at its inflow side, exposed strut protruding through the returned esheath+ strain relief, and valve frame slightly canted with wrinkled/dehydrated leaflets due to prolonged crimping during shipping and storage. The valve was then expanded by engineering and the bent strut corrected when expanded. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery also revealed that the patient's right access vessel was tortuous. In this case, the complaint of frame damage was confirmed based on returned device evaluation. It was reported that either the loader cap was not hubbed against the esheath+ or that the loader was pulled back too early, which likely resulted in interaction between the crimped valve and the sheath hub during delivery system insertion, leading to frame damage at the inflow side of the valve as reported and observed. In addition, the patient's access vessel had presence of tortuosity; tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. As such, available information suggests that procedural factors (incomplete loader insertion) and/or patient factors (tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.